Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse. The sensor was inserted into the abdomen on (B)(6) 2018. The patient experienced a hypoglycemic event in which her husband called the ambulance. When the ambulance arrived, they checked the patient¿s blood glucose value and the meter was displaying 30 mg/dl. They provided the patient with glucagon, a sandwich and juice. They stayed with the patient until their blood glucose values were stable. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.